Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
H6 patient codes: 3189- surgical intervention, 3191-loss of abdominal domain, multiple open wounds it was reported that the patient experienced recurrent hernia with infected mesh, loss of abdominal domain, multiple open wounds. It was reported that the patient underwent mesh repair on (B)(6) 2019. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.